Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u611 component on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor contacted zoll to report that a monitor was unable to complete incoming functional testing.